Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the event and therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The fill volume was 2000ml and the total drain volume was 3334ml (recorded ultrafiltration (uf) volume was 1334 ml). This drain volume meets iipv criteria. No patient injury or medical intervention was reported.